Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during dwell 2 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient (hp) had disconnect prior to the alarm, then reconnected and was connected at the time of the alarm. The lot number is unknown, therefore, a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) during dwell 2 on the homechoice (hc). The home patient (hp) had disconnected prior to the alarm, then reconnected and was connected at the time of the alarm. The technical service representative (tsr) had the hp cycle the power and explained a large amount of air had entered setup and would need to start over with new supplies or do manual exchange. The tsr reviewed proper procedures per the user manual. Tsr advised hp to contact peritoneal dialysis (pd) registered nurse (rn) and inform of se 2240. Hp will start over with new supplies. Product surveillance followed-up (B)(6) 2010 with the hp who reported he has continued his pd therapy. Cause of the alarm remains undetermined. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was discarded. If additional information becomes available, then a follow up MDR will be submitted.